Event description:
It was reported that pump experienced recurring cartridge alarms, including cartridge alarm 20, with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer had no backup insulin therapy available and planned to contact healthcare provider, and technical support confirmed pump was under warranty, provided instructions for putting pump into storage mode and returning it within 10 days, and arranged shipment of replacement pump with guidance to reprogram pump settings and reconnect continuous glucose monitor.